Manufacturer narrative:
Additional information was received that the cradle rim was damaged. This is cosmetic damage and does not affect functionality of the product. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in unexpected therapeutic system performance. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
The cannister cradle was replaced by the end user which resolve the issue.